Event description:
It was reported while using unspecified bd angiocath catheter the catheter was broken. There was no report of patient impact. The following information was provided by the initial reporter: device broke in the act of exchange.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported while using unspecified bd angiocath catheter the catheter was broken. There was no report of patient impact. The following information was provided by the initial reporter: device broke in the act of exchange.